Event description:
Information was received that the patient went into complete heart block. Per the physician, the relationship between the event and the cannula is unknown. It was noted that the patient had a "massive" pulmonary embolism before cannula insertion which may have been the cause. The cannula was removed a few days later and the patient was discharged from the hospital. It was noted that the patient required transvenous pacing and administration of medication. The cannula was not available for analysis. A review of the cannula manufacturing records showed no non-resolved non-conformities prior to distribution. No additional relevant information has been received to date.